Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A company contacted stryker to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
A company contacted stryker to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to faulty user interface pcb assembly.